Event description:
It was reported that the modular cable driveline connection came apart. The patient was able to reconnect immediately afterwards. Log files were submitted for review. The log files ranged from (B)(6) 2025 at 1:49 am to (B)(6) 2025 at 3:35 pm. There were no unusual events recorded in the log file event history. There were no pump stops in either set of log files as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that there was no disconnect and the issue resolved.